Manufacturer narrative:
Gfe sent for follow up regarding additional details. If information is provided in the future, a supplemental report will be issued. This product was surgically abandoned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads exhibited impedance issues. The field representative noted that impedance for both leads decreased simultaneously, suggesting a possible insulation break. Additionally, one lead showed an increase in impedance, indicating a potential fracture. Both leads were surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received providing further details about the observed lead issues. The rv lead was found to be fractured and had exhibited noise events that resulted in pacing inhibition. In addition, a high out of range shocking impedance measurement was recorded, which led to lead safety switch (lss). Consequently, the lead was operating in unipolar. A signal artifact monitor episode was recorded, and the respiratory rate trend feature was subsequently disabled. As for the ra lead, a low out of range pacing impedance measurement was documented, consistent with a suspected insulation break. Failure to capture was also noted. The patient experienced complete heart block and episodes of lightheadedness; however, the latter was noted to potentially be related to recent adjustments to his blood pressure medication.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads exhibited impedance issues. The field representative noted that impedance for both leads decreased simultaneously, suggesting a possible insulation break. Additionally, one lead showed an increase in impedance, indicating a potential fracture. Both leads were surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received providing further details about the observed lead issues. The rv lead was found to be fractured and had exhibited noise events that resulted in pacing inhibition. In addition, a high out of range shocking impedance measurement was recorded, which led to lead safety switch (lss). Consequently, the lead was operating in unipolar. A signal artifact monitor episode was recorded, and the respiratory rate trend feature was subsequently disabled. As for the ra lead, a low out of range pacing impedance measurement was documented, consistent with a suspected insulation break. Failure to capture was also noted. The patient experienced complete heart block and episodes of lightheadedness; however, the latter was noted to potentially be related to recent adjustments to his blood pressure medication.

Manufacturer narrative:
Gfe sent for follow up regarding additional details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Gfe sent for follow up regarding additional details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads exhibited impedance issues. The field representative noted that impedance for both leads decreased simultaneously, suggesting a possible insulation break. Additionally, one lead showed an increase in impedance, indicating a potential fracture. Both leads were surgically abandoned and successfully replaced. No additional adverse patient effects were reported.